Event description:
Report 4 of 5. It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was overfilling of 1 tube. No patient impact reported. The following information was provided by the initial reporter: "sm 363083_3074228 overfilling. A manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. Of these, 10 samples were randomly selected for functional testing and no issues were observed relating to underfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Additional mdrs were generated on information that was irrelevant to the complaint, therefore, this is not considered to be a reportable malfunction.

Event description:
Report 4 of 5 it was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was overfilling of 1 tube. No patient impact reported. The following information was provided by the initial reporter: "sm (B)(6)overfilling. A manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 5. It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was overfilling of 1 tube. No patient impact reported. The following information was provided by the initial reporter: "sm 363083_3074228 overfilling. A manufacturing defect has been discovered in one or more lots of 2.7 ml na citrate tubes currently in use at hospital, which causes significant overfill of these tubes."